Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm ultra xc using the packaged needle. While injecting the patient, the product squirted out cracks on the side of he syringe. No injury to the patient or injector. The packaged needle was used and tightened by hand.